Event description:
It was reported the device was explanted and replaced, due to undefined high impedances. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) testing revealed no pacing output when device was programmed dddr 60 bpm bipolar mode. The no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump data revealed the atrial lead impedance measured open on (B) (6) 2010, which is the same as the explant date of (B) (6) 2010 and the ventricular lead impedance measured open on (B) (6) 2010, which is before the explant date of (B) (6) 2010.